Event description:
It was reported that varying impedances during vf episodes were noted. The patient had three episodes in which a lead anomaly was observed. The patient has not been compliant with follow-up and was admitted to the hospital. It is believed that the lead was replaced.

Manufacturer narrative:
No medwatch form was received.